Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of online repair request. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, during the evaluation ui and pca burned was observed. The customer complaint was not reproduced. There were two errors has been identified. The device was scrapped.